Manufacturer narrative:
(B)(4).

Event description:
Received information the patient was adjusting their device and received the "in the box" icon. The manufacturer's representative did reset the device and it is now making adjustments normally. Patient's previous ins was replaced due to this same issue. The patient works in a hospital environment around fluoroscopy which may play a factor in these events. Also the patient may have had a radio frequency ablation, rep is verifying this. Patient will be given a new patient programmer and recharger. Representative will perform a physician mode recharge and is planning to see the patient in follow up and also check out the hospital working environment. Additional information has been requested, and if received, a follow up report will be sent.